Event description:
It was reported that the patient presented for an implant procedure of the right ventricular lead. Post-operation analysis via echocardiogram showed a lead perforation and fluid build up. The patient was brought back into the procedure room for a pericardiocentesis procedure. The patient was in stable condition. Additional information has been requested, but not received.